Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator in the left abdomen experienced pain, discomfort, soreness, pinching sensation, and burning sensation at the implantable neurostimulator site, including burning even when the scs system was off. The generator reportedly gets caught under the rib cage, moves when the patient eats and during physical activity, and the patient experienced a shock during charging last year. An x-ray showed that lead placement remained correct. Connectivity and impedance levels were within normal range. The patient was referred to another physician for potential generator relocation. Manufacturer representative (rep) acknowledged they will submit any new information they become aware of.